Manufacturer narrative:
Reportable based on analysis of the returned specimen which confirmed the "stiff wire" mentioned in the report was indeed the safari2 guidewire. As received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a cut through the outer coil wire 28.9cm from the distal aspect of the preformed curve and a cut through the core wire 27.95cm from the distal aspect of the preformed curve. The specimen also presented several kinks/bends scattered over the proximal 20cm of the specimen with indications of torsional loading over the bend damage located 6.0 to 17cm from the proximal end and stretched coil wraps 15.0 to 17.0cm from the cut proximal end. Deposits of dried blood-like material were scattered over the entire length. The material proximal of the cuts was not returned with the specimen device. The distal joint appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. As noted above, the specimen presented a cut through the outer coil wire 28.9cm from the distal aspect of the preformed curve and a cut through the core wire 27.95cm from the distal aspect of the preformed curve. The specimen also presented several kinks/bends scattered over the proximal 20cm of the specimen with indications of torsional loading over the bend damage located 6.0 to 17cm from the proximal end and stretched coil wraps 15.0 to 17.0cm from the cut proximal end. Deposits of dried blood-like material were scattered over the entire length. The material proximal of the cuts was not returned with the specimen device. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. The complaint documentation did not indicate any issue with the safari2 wire beyond kink damage incurred during attempted remedial action following the reportable event. The evidence presented suggests the safari2 wire was "the stiff wire jailed" to stabilize it until the surgeon could "do a cutdown & retrieve the stiff wire" as described above. As noted in the device instructions for use, warnings, "* do not torque this guidewire. * exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation." As noted in the complaint narrative, the "wire kinked inside the vena cava", indicating the damage occurred during the clinical use. The evidence presented by the returned guidewire suggests the safari2 wire was "the stiff wire jailed" to stabilize it until the surgeon could "do a cutdown & retrieve the stiff wire" as described above. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and procedural factors have contributed to the event as reported.

Event description:
Per medwatch, it was reported that: patient had severe para valvular regurgitation from mitral prosthesis. Per md's notes: there is a long wire that was used with an al1 to get across the aortic valve and then the sheath was advanced across the defect. The wire was then snared from the venous side using en snare to create a rail. At this point, they first attempted to get the gore helex device across, but it would not make the turn from the venous side. At this point they exchanged the wire over a quick-cross for a safari wire. They then attempted to get the gore helex again, but the wire kinked inside the vena cava. The device was then removed. At this point they exchanged out the venous sheath for a 16-french sheath, leaving the stiff wire jailed. General surgeon contacted to do a cutdown & retrieve the stiff wire still in place. Open removal of the wire and repair of both the artery & vein in the cath lab was done. No retained pieces since all were recovered.